Event description:
It was reported the following surgery in which a mobi-c device was implanted, the x-rays showed the patient had heterotopic ossification with some motion still present. It was also reported the patient experienced post-operative pain and needed injections.

Manufacturer narrative:
The device was not returned for evaluation, however, x-rays were provided and used for evaluation. As reported, heterotopic ossification (osteophytes) was present upon implantation but worsened in the 2 to 3 years that the device was implanted. Without product return, the cause could not be determined. The lot number is unknown so the manufacturing records were unable to be reviewed.

Manufacturer narrative:
This medwatch is submitted to send the an initial report about a complaint collected via the annual mobi-c enhanced surveillance survey. Product wasn't received so no visual and functional examination can be performed. A review of the "tracaebility" inventory records and the device "hsitory" records aren't possible because reference and lot# of implant are not available. Information requests are in progress to obtain more information about the incident investigation still in progress. Conclusion not available yet.

Event description:
Mobi-c p&f us: heterotopic ossification. Information was collected via the annual mobi-c enhanced surveillance survey: surgeon reported an event of heterotopic ossification on a patient that was implanted with mobi-c in the past year. Surgeon "write", heterotopic ossification on x-ray. Still some motion until anterior osteophytes fuse. Also had neck pain and needed injections. Patient diagnosis pre-implantation: radiculopathy, hnp.